Manufacturer narrative:
Evaluation of the returned neuron max confirmed a proximal fracture. If the device is forcefully manipulated at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the venous sinus using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra short sheath. During the procedure, while loading the neuron max into the short sheath, the neuron max broke at the hub; therefore, it was removed. The procedure was completed using a new neuron max and the same short sheath. There was no report of an adverse effect to the patient.